Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of pain, impairment, lack of mobility, inflammation, loss off range of motion, damage to surrounding bone and tissue and metallosis. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. 6. Inadequate range of motion due to improper selection or positioning of components. 8. Dislocation and subluxation due to inadequate fixation and improper positioning. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04238 and 06393).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of pain, impairment, lack of mobility, inflammation, loss off range of motion, damage to surrounding bone and tissue and metallosis. Subsequently, patient was revised on (B)(6) 2012. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2012 was due to pain, instability, and dislocation. The patient's operative report noted cystic defect, synovial reaction, fibrous tissue, osteolytic lesions; and the acetabular component showed retroversion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.